Event description:
It was reported that the intellivue multi-measurement module x3 displayed a speaker malf. Inop. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported that the intellivue multi-measurement module x3 displayed a speaker malf. Inop. It is unknown if there was still sound produced by the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.